Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Report source: foreign: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Device had a repair because it worked intermittently. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this is a duplicate complaint of (B)(4) the initial report was forwarded in error and should be voided.